Event description:
Tampon deteriorates inside the vagina [foreign body in reproductive tract]. Tampon deteriorates [device breakage]. Burnt - private part vagina [chemical burn of genitalia]. Consumer reported via e-mail that the tampon deteriorates inside the vagina. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon deteriorates inside the vagina [foreign body in reproductive tract] burnt - private part vagina [chemical burn of genitalia] tampon deteriorates [device breakage] case narrative: consumer reported via e-mail that the tampon deteriorates inside the vagina. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon deteriorates inside the vagina [foreign body in reproductive tract] . Burnt - private part vagina [chemical burn of genitalia]. Tampon deteriorates [device breakage]. Case narrative: consumer reported via e-mail that the tampon deteriorates inside the vagina. No serious injury reported.